Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).

Event description:
It was reported that following implant, the patient suffered an atrial wall perforation caused by pericardial effusion. The right atrial (ra) lead currently remains in use. No further patient complications have been reported as a result of this event.